Manufacturer narrative:
Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the ipg implant procedure on (B)(6) 2023, the physician discovered the right extension end was damaged during insertion. As a result, the extension was explanted and replaced to address the issue.